Event description:
New information received notes that the oversensing may have been due to myopotentials. The physician elected to replace the lead regardless of the source of the noise due to the concurrent elevated capture threshold.

Event description:
It was reported lead noise episodes and high capture threshold were observed. The lead was explanted and replaced when repositioning was unsuccessful. No adverse consequences were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.